Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Boston scientific technical services (ts) reviewed the stored episodes and discussed that the noise was consistent with oversensing related to the minute ventilation (mv) feature and resulted in pacing inhibition for 5-6 seconds of asystole. The clinic planned to program the mv feature off. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause of the noise and out of range impedance measurements was not determined. The mv feature was programmed off and monitoring will be continued. No additional adverse patient effects were reported.